Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that the rv lead exhibited noise. The rv lead was explanted and replaced. Patient condition was stable.